Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were in a procedure and getting a non-recoverable fault 307 and 319. Error logs showed a 307 and 319 error pointing to universal surgical manipulator (usm2). Tse had the customer power down the system and cycle the patient side cart (psc) breaker and emergency power off (epo). Customer then powered the system back on and had an error 17 pointing to the master tool manipulator right (mtmr). Tse had the customer power down the system one more time and then the 319 error returned. Tse had the customer disable usm2 and they decided to bring in another psc to continue with the procedure. Customer would like the field service engineer (fse) check the first psc as soon as possible as they have a case scheduled for the next day. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue and replaced the universal surgical manipulator (usm2). System inspected, tested, and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis confirmed and reproduced the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered error 319. The unit was also tested on a psc fixture test platform (pftp and passed lissajous, cva, sine cycle, and direction tests but failed the fiber test. The rolling loop fiber was found to be causing the issue. The rolling loop fiber was swapped with a new one and the errors no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop assembly will be replaced as a fix. The unit failed the yaw brake test and pitch friction test. The yaw and pitch motor modules, harmonic drives and the joint three bearings will be replaced as a fix. The yaw and pitch housing flat flex cables (ffc) will also be replaced to accommodate the motor modules installation. The carriage cover will be replaced as the led pipes are pushed. The unit will be upgraded to -27. The clutch switch will be replaced. The clock spring and parallelogram assembly will be replaced. The carriage will be upgraded to -16. The top plate will be replaced to -07. The radio frequency identifier (rfid) and dallas pods will be replaced. The presence pins will be replaced. The lower support carriage will be upgraded. Per routine pm, the y/p and link three covers will be replaced. The rolling loop will be replaced. A procedure log review was performed. Per the review, the following was confirmed: a radical prostatectomy w/ lymphadenectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure due to repeated errors and the customer decided to convert to another da vinci system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.